Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that during a follow-up, the impedance increased to over 1990 ohms. The lead measured between 900 and 1000 ohms with an analyzer and when reconnected to the pulse generator, measurements were between 1000 and 1100 ohms. Therefore, the generator was replaced. Testing done in the field after replacement did not confirm the high impedance.